Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening striated on radius and posterior side assessed as surgical damage. And observed, opening crack assessed as cracked valve seat diaphragm valve. Additional observations: crease fold observed. Wear abrasion observed. No further actions are required as the device was implanted.

Event description:
Healthcare provider reported a left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening striated on radius and posterior side assessed as surgical damage. And observed, opening crack assessed as cracked valve seat diaphragm valve. ¿ deflation -ndr: not applicable as the event is not related to the device. ¿ use error: observed opening striated on radius and posterior side assessed as surgical damage. Additional observations: ¿ crease fold observed. ¿ wear abrasion observed.

Event description:
Healthcare provider reported a left side deflation. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data.

Manufacturer narrative:
A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Healthcare provider reported a left side deflation. The device remains implanted.